Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that she is without stimulation and unable to keep her programmer on long enough to increase the amplitude for her set program. In an effort to resolve this matter, a replacement programmer was shipped to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful.